Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the vertical lines in the image and the e216 scope communication error code is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Additionally, a definitive root cause of the black water dripping from the bending tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for a separate issue. During the device analysis, the service repair technician identified vertical lines in the image, scope communication error code e216, and black water dripping from the bending tube. There was no patient involvement.